Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. Adverse event/product problem, type of reported complaint, manufacture date, patient outcome code grid, health impact grid, b5 verbiage has been updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. After further investigation, the manufacturer received information alleging harm. Medical intervention or any clinical symptomps were not specified. "Adverse event/product problem" and "outcomes attributed to ae" from "box b: adverse event or product problem" and "type of reported complaint", "patient outcome code grid", "health impact grid" and "additional narrative" from "box h: device manufacturers" have been updated in this follow up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.